Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: suture break probable root cause: design - instrument tip too sharp to capture suture without damage manufacturing - instrument not manufactured to specification application - excessive force, pulling of suture after suture is retained the device manufacturer date is not known. 81.

Event description:
It was reported that the device broke during the procedure, however no pieces fell into the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure, however no pieces fell into the patient.